Event description:
Ikus (rental ikus lot #08-2230, ce #l131631) registered over 60 alarms from 0300 to 0430 and indicated "pressure fault in system 1 (left)." Nurse and patient's mother, who slept at bedside overnight, reported no audible alarms. Filling and ejecting of the pump was not affected since the ikus has three compressor systems. Removed from service.